Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, after three activations the device would no longer seal at all. The product has cleaned and tried again but still it did not seal. Reportedly, an endtone (indicating a completed seal cycle) was heard although no seal had been made. There was no bleeding and no harm to the patient. A new device was opened and used to complete the procedure.